Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider reported that the patient had shocking in their whole back. A manufacturer representative was requested to adjust the patient. The representative turned off the stimulation and the shocking issues was resolved. It was unknown if the issue was related to the device. The indication for use was post lumbar laminectomy syndrome. If additional information is received a follow-up report will be sent.